Manufacturer narrative:
The complaint is verified. The device could not be interrogated due to early battery depletion caused by high current drain. The root cause for the high current drain could not be established as the device exhibited current drain within specification after restarting the device firmware.

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).